Manufacturer narrative:
The reported event of insulation breach and over-sensing noise were confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found at the proximal region of the lead beaching the outer insulation and exposing the outer coil. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of insulation breach was isolated to the external insulation abrasion, while the cause of the reported event of over-sensing noise was due to the exposure of the outer coil at the abrasion zone, consistent with friction to the device can.

Event description:
It was reported that the right atrial (ra) lead was sensing noise. An insulation breach was noted. The ra lead was explanted and replaced. The patient was stable.